Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0.0x277d and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction appeared again, which customer understood.